Event description:
It was reported that the patient was admitted after presenting to the hospital with pyrexia and erythema of the skin in the vicinity of the pump. Signs of infection were present. The spinal fluid was normal. Intravenous antibiotic (picillibacta) was started in 2009 and stopped 4 days later. The pyrexia and erythema resolved. The patient recovered and was discharged at approximately 11 days later.